Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The mother of a customer reported via email that her daughter was recently in the hospital for diabetic ketoacidosis due to having wisdom teeth pulled. The customer's blood glucose reading was unknown at the time of incident. Customer wanted to document the incident only.